Manufacturer narrative:
The technician found that the head drive screw strap came loose and was jammed. The head could not be lowered electrically, manually, or with CPR. The technician replaced the drive to repair the bed.

Event description:
Information received indicates, the head section cannot be lowered.